Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not delivering any insulin both basal and correction bolus that resulted to high blood glucose level. Customer experienced symptoms such as nausea and severe headache related to high blood glucose level. Customer stated that auto mode feature was on. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test; but then it went on to fail self, sleep current measurement, and active current measurement tests. The vibrator did not vibrate when it was supposed to during the self test. Upon further review of the unit's interior, the battery sleeve within the battery compartment is corroded, and not only that but the battery board underneath the battery compartment shows some signs of corrosion as well. After taking the boards out of the case and inserting them into a known good case, both the sleep current measurement, and active current measurement tests passed. The moisture damage seems to be limited to the case itself and not the boards.